Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
(B)(4) clinical study. Same case as MFR report#: 2134265-2017-09663. It was reported that myocardial infarction (mi), cardiac arrest and death occurred. In (B)(6) 2012, the patient presented due to stable angina (ccs classification: 1) and was referred for cardiac catheterization. The de novo target lesion was located in the proximal left anterior descending artery (prox lad) with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00x12mm promos element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. Additionally, the 80% proximal stenosis in the 1st diagonal branch (dx1) was treated with balloon angioplasty, resulting in 40% residual stenosis. The patient was discharged on aspirin and clopidogrel the next day. In (B)(6) 2015, the patient presented with the symptoms of chest pain and subsequently diagnosed as worsening coronary artery disease and was hospitalized on the same day. The 99% stenosis located in proximal lad was treated with balloon angioplasty and placement of 3.0 x 16 promus premier des with no residual stenosis. In (B)(6) 2016, the patient presented to the emergency department with chest pain and was in marked distress. The cardiac enzymes were noted to be elevated and site reported an event of mi. In the meantime, the patient became unresponsive which required intubation and cardiopulmonary resuscitation (CPR). The patient was given medications in response to the same, however the attempts were unsuccessful. Later on the patient developed bradycardia and then finally cardiac collapse in route to the hospital. The patient expired due to cardiac collapse. The cause of death was 'cardiac arrest '.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.